Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced sustained hyperglycemia for approximately 2 to 3 hours with a highest documented glucose of 333 mg/dl while using an infusion set (teflon cannula, 23" 6 mm) and the ilet did not alert for a high or low glucose; troubleshooting included advising and performing an infusion site change with insulin delivery resumed, and subsequent follow-up confirmed no site issues such as a bent cannula. Symptoms included none reported. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included customer follow-up, review of use conditions, and assessment for infusion site issues. Investigation of this case revealed no device alarms and no confirmed device or component malfunction, with the infusion set and cannula reported intact and functional, making the cause of the hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.